Event description:
Aventis case ID: (B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer via a company product specialist to our local affiliate ((B)(4)). This case involves a (B)(6) female who received two treatments of poly-l-lactic acid (sculptra), with her last treatment received on (B)(6)-2008. Relevant medical history and concomitant medications were not reported. The patient reports she developed subcutaneous nodules after receiving her second treatment of poly-l-lactic acid treatment. She received treatment primarily in the lower part of the face. The nodules are small, invisible, and located at both sides of the nose. She received approximately 12 mls of poly-l-lactic acid. At the time of this report, the event remains ongoing. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Reporter's causality assessment: not specified. Additional information received on (B)(4)-2008: ptc results for batch a7023 revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.